Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records prior to (B)(6) 2003 were not provided.] On (B)(6) 2003: (B)(6) surgical associates, pa. (B)(6), md. History & physical. Chief complaint: umbilical hernia. History of present illness: 4-year history of enlarging umbilical hernia. States present just above the umbilicus and causes occasional pain. Notes most prominent after eating and lifting. No change in bowel habits. Social: rarely drinks alcohol, quit smoking 1 ½ months ago. Abdomen: supraumbilical hernia; somewhat tender but reducible, umbilical hernia. These are immediately adjacent to each other in the midline. Impression: supraumbilical and umbilical ventral hernias. Plan: umbilical hernia repairs with mesh reinforcement. On (B)(6) 2003: (B)(6) county general hospital. [Signature illegible]. Anesthesia record. Anesthesia classification: ii. On (B)(6) 2003: (B)(6)county general hospital. (B)(6), md. Operative report. Assistant: (B)(6), pa-c. Preoperative diagnosis: ventral and umbilical hernia. Postoperative diagnosis: ventral and umbilical hernia. Operation: ventral and umbilical hernia repair with mesh reinforcement. Anesthesia: general and local. Estimated blood loss: 20 cc. Complications: none. Drains: none. Specimen: hernia sac. Indications: the patient presents with a ventral and adjacent umbilical hernia. Procedure: ¿the patient was brought to the operating room and was placed in the supine position on the operating table. After induction of general anesthesia the abdomen was prepped and draped in the sterile fashion using betadine solution. The ventral hernia was noted to be just above the umbilicus. A separate umbilical hernia was also noted. An incision was made in the midline above the umbilicus. The subcutaneous tissue was dissected down to the hernia sac. The sac was opened and contents were reduced. This included both peritoneal fat and reducible small intestine. Excess sac was excised. The umbilical hernia was also reduced and the umbilicus was dissected off the fascia. The umbilical and ventral hernia defects were then connected in the midline with the bovie cautery. A piece of gore-tex mesh was chosen. This was cut in an oval fashion and was placed in an intraperitoneal position. It was anchored circumferentially using interrupted 0 prolene u-type sutures. After complete anchoring of the mesh, irrigation was performed. The attenuated fascia and subcutaneous tissue were closed over the mesh using 2-0 vicryl suture. The umbilicus was tacked to the fascia using an inverted 3-0 vicryl stitch. Further irrigation was performed. The subcutaneous tissue was closed using interrupted 3-0 vicryl sutures. The skin was closed with staples. A sterile occlusive dressing and an abdominal binder were applied. The patient was transferred to the recovery area in stable condition. There were no complications.¿ on (B)(6) 2003: (B)(6) county general hospital. Implant sticker. Description: mesh, dual, 1dlmc03. Implant site: abdomen. Quantity: 1. Implant comment: see attached label. Dualmesh biomaterial. Lot: 01897163. Item: 1dlmc03. The records confirm a gore® dualmesh® biomaterial (1dlmc03/01897163) was implanted during the procedure. On (B)(6) 2003 [assigned]: labcorp. (B)(6), md. Pathology report. Specimen #: (B)(6). Material submitted: hernia sac. Clinical history: preoperative diagnosis: umbilical hernia; ventral hernia. Postoperative diagnosis: same. 553.21; incisional hernia without mention of obstruction or gangrene. Diagnosis: hernia sac: mesothelium lined fibrofatty tissue consistent with hernia sac. Gross description: received in formalin labeled ¿(B)(6)¿ and ¿hernia sac¿ are two tan irregular soft tissue fragments with accompanying mucoid material measuring 3.2 x 2.4 x 1.3 cm up to 4.8 x 2.8 x 1.8 cm. Sectioned revealing a glistening yellow smooth cut surface. Representative sections are submitted in a2 and a2. ICD-9: 553.21. Cpt: 883021. On (B)(6) 2003: (B)(6)general hospital. [Signature illegible]. Discharge instructions. No driving or lifting. Wear abdominal binder whenever walking-may remove to sleep and shower. Activity: lifting to 10 lbs. On (B)(6) 2006: [facility ni]. (B)(6). History & physical. Medical history: asthma, tb meningitis 1993. Surgery: tubal ligation 1986. Tobacco: ½ pack per day. Abdomen: no masses or hernia. ??/??/??: [missing records: records between (B)(6) 2006 and (B)(6) 2013 were not provided.] On (B)(6) 2013: (B)(6)hospital center. (B)(6), rn. Perioperative record. Weight 81.3 kg, bmi 33.9. On (B)(6) 2013: (B)(6)hospital center. (B)(6), md. Operative report. Preoperative diagnosis: chronic draining sinus, anterior abdominal wall. Postoperative diagnosis: chronic draining sinus, anterior abdominal wall. Subfascial cavity with chronic granulation tissue and some purulent material. Anesthesia: mac. Title of operation: exploration of the anterior abdominal wall. Debridement of devitalized granulation tissue. Complications during the procedure: none. Estimated blood loss: minimal. Drains utilized: none. Indication: the patient is a very pleasant 51-year-old female who, many years ago, underwent ventral hernia repair with mesh at carroll county general hospital. Since that intervention, the patient has had ongoing drainage from her anterior abdominal wall just below the umbilicus. The patient did see her original surgeon who opened and drained the area minimally, but nothing further was done. She presented for a 2nd opinion. After extensive discussion with the patient, she elected to have exploration of the abdominal wall. Procedure: ¿the patient was brought to the operating room and placed into the supine position on the operating room table. Bilateral scd stockings were applied. Following induction of general anesthesia, the abdomen was prepped with chloraprep and draped in sterile fashion. Using 0.25% marcaine, the skin and subcutaneous tissue involving the abdominal incision were anesthetized. The skin was opened through the draining defect into the superficial subcutaneous tissue. Following this tract down into the, what appeared to be sub-mesh area, the soft tissue was opened through the probable mesh into a large cavity. There was some purulent material which was cultured and set to microbiology. There was a large amount of granulation tissue present in the cavity which was old and chronic appearing, and subsequently this was debrided. In addition, some of the old scar tissue was excised and sent to pathology. After further cleaning the area and there was no further necrotic tissue seen, the wound was irrigated with bacitracin-containing solution. The divided mesh was then closed with interrupted 0 prolene suture ligatures. Subcutaneous tissue was closed with interrupted 3-0 vicryl suture ligature, and the skin with staples. A sterile bioclusive dressing was applied. The patient tolerated the procedure well. She was taken to recovery awake and breathing on her own.¿ on (B)(6) 2013: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2013 procedure was not provided.] On (B)(6) 2013: (B)(6)hospital center. (B)(6), md. Pathology report. Accession: (B)(6). Diagnosis: a. Abdominal wall tissue, excision: fibroconnective tissues with microabscess, and extensive histiocytic infiltrate. No evidence of malignancy. Pre-operative diagnosis: abdominal pain and drainage. Post-operative diagnosis: same and necrotic tissue. Specimen a: abdominal wall tissue. Gross description: one specimen is received, labeled with the patient¿s name. A is received in formalin, labeled ¿abdominal wall tissue¿. It consists of multiple irregular fragments of tan-pink to yellow fibrofatty tissue, collectively measuring 3.8 x 2.5 x 1.0 cm. Sectioning reveals tan-pink to yellow fibrofatty cut surfaces with focal areas of golden yellow discoloration, consistent with fat necrosis. Representative sections are submitted in one cassette. Blocks 1: chanel cottman/cmc. Procedure: abdominal wall exploration, removal necrotic tissue. On (B)(6) 2014: (B)(6)hospital center. (B)(6), do. Procedure report. Colonoscopy. Indication: history of colon polyps. Impression: normal colonoscopy to terminal ileum with exception of scattered diverticula throughout colon. No evidence of recent bleed or inflammation. 2 grade 1 internal hemorrhoids. On (B)(6) 2014: (B)(6)hospital center. (B)(6), rn. Perioperative record. Alcohol occasionally. Former cigarette smoker; last use 5 years ago. Weight 78 kg, bmi 31.5. Medical history: high blood pressure, asthma, bronchitis, pneumonia, fibromyalgia. Surgical history: umbilical hernia repair plus ventral hernia repair, abdominal hysterectomy 2005. On (B)(6) 2014: (B)(6)hospital center. (B)(6), md. Operative report. Preoperative diagnosis: chronic draining sinus of anterior abdominal wall. Postoperative diagnosis: chronic draining sinus of anterior abdominal wall. Multiple subcutaneous abscesses. Infected prosthetic mesh. Assistant: (B)(6), md. Anesthesia: general. Title of operation: exploration of anterior abdominal wall. Removal of infected prosthetic mesh. Repair of fascial defect. Complications during procedure: none. Estimated blood loss: minimal. Drains utilized: none. Indication: the patient is a very pleasant 50-year-old female who initially presented to me for evaluation of chronic drainage from the anterior abdominal wall following repair of a ventral incisional hernia at carroll county in 2006. The patient said that she had ongoing drainage for several years done by her original surgeon who felt nothing else needed to be done. After presenting for second opinion she was taken to surgery initially on (B)(6) 2013, where a chronic draining sinus of the anterior abdominal wall was explored and a large subfascial cavity of chronic granulation tissue and purulent material was evacuated and debrided. The patient subsequently healed. However, she did present to the office again on 03/31, claiming that once again she was having some drainage, which though significantly improved was ongoing. Subsequently, after extensive discussion with the patient, she was brought to the operating room today for exploration. Procedure: ¿the patient was brought to the operating room and placed into the supine position on the operating room table. Bilateral scd stockings were applied. Following the induction of general anesthesia, the lma was placed without difficulty. The abdomen was then prepped with chloraprep and draped in sterile fashion. A small opening just below the umbilicus was cannulated with a 24-gauge angiocath and methylene blue injected into the sinus tract. An inferior midline incision was then fashioned from the opening in the skin inferiorly into the superficial subcutaneous tissue which proved to be markedly scarred from the previous surgeries. Blue dye was seen extending particularly to the right and as the incision was deepened, there was further extension of the blue, particularly to the right side of the midline. This was subsequently excised using a combination of bovie cautery and sharp dissection and working from the right to the left from the inferior to the superior, the granulation cavity was exposed and the superficial portion was released. However, as this was done, the cavity did appear to extend deeper into the subcutaneous tissue as demarcated by the methylene blue. Following the methylene blue, a second abscess cavity was entered and this was deep in the subcutaneous tissue and this too was cleared of its granulation tissue but having done so, a third opening deep in this cavity was seen which extended even deeper. With the hemostat through the defect, one could feel what appeared to be the underlying mesh and with this having been palpated with the hemostat, the overlying tissue was opened with the bovie cautery. A large cavity was once again entered containing a large amount of seropurulent type material and after an extensive dissection was done, a prolene suture was seen inferior. This was elevated, and in doing so was removed. The inferior edge of the previously placed prosthetic mesh was exposed. What was found was that the cavity extended along the entire prosthetic mesh and therefore it was necessary to remove the mesh which appeared to be covered with a purulent-type material. Working from the inferior to the superior and from the right to the left direction, the prosthetic mesh was excised by dividing the prolene sutures which had been used to suture it in and mesh was removed in its entirety. The posterior aspect was well developed in what appeared to be capsular formation. There was no entry into the abdominal cavity performed. Note that in order to remove the mesh, the incision was extended upwards to the left of the umbilicus into the upper midline for a short distance, which allowed much better exposure. Once the mesh had been removed, the cavity was irrigated with bacitracin and the curette was used as it had been used in the previously identified abscess cavities. Any devitalized tissue was subsequently removed. The fascia was now closed with interrupted 0 prolene suture ligatures in interrupted fashion. Subcutaneous tissue was closed loosely at 3 points with a 3-0 vicryl and the skin approximated at 3 points with a skin stapler. Between the staples, iodoform gauze was placed into the depths of the subcutaneous tissue along the incision. A sterile dressing was applied. The patient tolerated the procedure well. The lma was removed in the operating room, and the patient was taken to recovery awake and breathing on her own. Please note that 0.5% marcaine was injected along the incision at the closure of the procedure.¿ on (B)(6) 2014: (B)(6)hospital center. (B)(6), md. Pathology report. Accession: (B)(6). Diagnosis: a. Abdominal wall tissue, excision: benign skin and subcutaneous tissue with mixed acute and chronic inflammation including marked histiocytic reaction. B. Infected mesh, removal: mesh (gross examination only). Pre-operative diagnosis: abdominal wound. Specimen: a. Abdominal wound tissue. B. Infected mesh. Gross description: two specimens are received, labeled with the patient¿s name. A is received in formalin, labeled ¿abdominal wound tissue¿. It consists of a 3.9 x 3.5 x 2 cm aggregate of irregular tan soft tissue fragments ranging from 0.7 to 2.6 cm in greatest dimension. One fragment displays a 2.2 x 0.6 cm, brown, wrinkled, unremarkable portion of skin. The specimen displays focal areas of blue dye. Sectioning reveals a tan-pink fibrous area and focal areas of soft yellow tissue. Representative sections are submitted in one cassette. B is received fresh, labeled ¿infected mesh¿. It consists of a 6.8 x 5.2 x 0.1 cm portion of tan mesh with brown striations along one surface. Focal areas of blue suture material are attached and range up to 1 cm in greatest dimension. The specimen is for gross examination only. Gross specimen examined by: dr. (B)(6). Blocks 1: a-1. (B)(6), pa student. Gross description: supervising pa: chanel cottman. Microscopic description: histiocytes (part a) stain positive with cd68. Procedure: exploration abdominal wound. On (B)(6) 2014: (B)(6) hospital center. Microbiology. Procedure: wound culture (swab), aerobic and anaerobic with gram stain. Source: abdomen. Final report: no growth 3 days. No anaerobes isolated. Stains: gram: rare white blood cells seen. No organisms seen. Fungal culture: source: swab. Final report: no fungus or yeast isolated. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent ventral and umbilical hernia repair on (B)(6) 2003 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infected mesh requiring removal surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.